Event description:
The complaint is reported as: "operation room placed the line; patient was taken to the floor where nurse noticed the line was excessively bleeding. She noticed the extension line (distal) had a slit in it." No patient harm was reported. The catheter was replaced by an over the wire exchange at the right ij. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4). The customer returned one 3-lumen for analysis. Signs-of-use in the form of biological material were observed on the catheter body and within the extension lines. Visual analysis revealed that the distal and medial extension lines had slits near the juncture hub. Microscopic examination confirmed the damage. The appearance of the holes are consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole on the distal extension line measured 76mm from the brown hub. The hole on the medial extension line measured 95mm from the blue hub. The distal extension line outer diameter (od) measured 0.08510", which is within the specification limits of 0.084"-0.088" per the distal extension line extrusion product drawing. The distal extension line inner diameter (ID) measured 0.057", which is within the specification limits of 0.055"-.059" per the distal extension line extrusion product drawing. The medial extension line outer diameter (od) measured 0.08655", which is within the specification limits of 0.084"-0.088" per the medial extension line extrusion product drawing. The medial extension line inner diameter (ID) measured 0.058", which is within the specification limits of 0.055"-.059" per the medial extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the distal extension line, water was observed leaking out of the hole in the distal end extrusion close to the juncture hub. When flushing the medial extension line, water was observed leaking out of the hole in the distal end extrusion close to the juncture hub. No leaks were observed when flushing the proximal extension line. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed a hole on the distal and medial extension lines towards the distal end of the extrusion. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the sample met all relevant dimensional requirements. A device history record review could not be performed since a correct lot number was not provided by the customer and sales history could not be obtained. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.